Event description:
Per the clinic, the patient experienced an infection around the abutment.no additional information has been received as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.